Event description:
It was reported as part of a (B)(4), the adenoid tip failed; suction cautery was used.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of (B)(4) received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the history record revealed no anomalies.